Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is underway. The reported problem (monitor made popping noise, will not power on) has been confirmed. Upon investigation, the monitor failed to power on. Engineering is currently investigating the cause of the failure power on. A root cause investigation is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted a pt service representative to report that her monitor made a loud popping noise, produced smoke and would not power on properly. The pt was issued a replacement monitor.